Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During a loaded generator transfer test, the common compute controller (ccc) board was damaged. The fse replaced the ccc to resolve the issue. The system was tested and verified as ready for use. The ccc has been evaluated by the failure analysis (fa) team. Fa was able to reproduce the reported complaint. The ccc was visually inspected, where no issues were found. The unit was taken to a programming station where it was connected to confirmed bricked through vmware. As a result of these findings, the root cause was determined to be a bricked ccc.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system was powered on but there was no lower tower display. The customer tried to power cycle the system multiple times before calling. An intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer power the system down and cycle all of the breakers as well as emergency power off (epo) the robot. They then tried to power the system back on, but the system was unable to complete its power on self-test (post). The customer again powered all the components off and powered the tower on in standalone mode; there was no message that the robot or the console was not connected. The customer powered the tower off again and turned the tower breaker off. There were no logs since (B)(6) 2025. The customer was able to power on the robot and the console in standalone mode; they were able to complete their post (messages: not connected to tower as expected). The customer again powered the carts down and cycle all of the breakers as well as epo the robot. The system was still not powering on normally when the carts were connected; unable to complete post. The customer reported event had no report of patient injury, the procedure was aborted.